Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks. A remote transmission indicated that the patient had been treated for episodes of ventricular tachycardia (vt) but the rhythm was suspected to atrial fibrillation (af) with rapid ventricular response. The shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.